Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach from a vein. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vein in the left forearm. After a guide wire crossed the lesion, a 5.0-4/4t/90 symmetry¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5 x 4 non-bsc balloon catheter. No patient complications nor injuries were reported.